Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice cassette leaked from an unspecified location. This was observed during initial drain of peritoneal dialysis therapy. The patient was connected during the time of the event. Renal therapy services (rts) assisted nurse with ending the therapy session and advised to start over with all new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.